Event description:
Hepatic arterial infusion chemotherapy using a reservoir was being performed for hepatocellular carcinoma. The physician attempted to deliver the coil by flushing in order, to anchor in a side brach of the gastroduodenal artery. However, as the coil tip did not curl up in the small vessel, it drifted away and the tip reached inside the common hepatic artery. A gooseneck snare was used to retrieve the coil. The patient did not show any post procedure symptoms.

Manufacturer narrative:
The device is inspected 100% to verify the diameter and length of the coil, diameters of the first and last curl are confirmed, and the coil is free of kinks and splits and has good uniformity, prior to shipping. Each device is shipped with instructions for use (IFU) listing the warnings, precautions, product recommendations, and instructions for use. In the warnings section the IFU states: "positioning of embolization coils should be done with particular care. Coils should not be left too close to the inlets of arteries and should be intermeshed with previously placed coils if possible. A minimal, but sufficient arterial blood flow should remain to hold the coils against the previously placed coils until a solid clot ensures permanent fixation. The purpose of these suggestions is to minimize the possibility of loose coils becoming dislodged and obstructing a normal and essential arterial channel." The IFU also recommends: "coil be oversized in the vessel by approximately 20%. Measuring the reference vessel correctly and choosing the correct coil is up to the physician." He also stated that a significant amount of control can be lost when flushing a coil into a vessel, instead of pushing it with a wire guide. The IFU that is shipped with this device provides recommendations for the wire guides that can be used. The device is deployed with the large curl (7 mm) deployed first. This is indicated by the lef suffix on the real part number. There is one tornado coil sold that is larger than the complaint device. The larger coil has a large curl of 10 mm and small curl of 4 mm. Without the complaint device and additional information, it is difficult to determine the root cause. It is possible that the event is related to the procedure and not the manufacturing of the device. Unforeseen patient anatomical/physiological factors could have resulted in the coil not deploying properly and the subsequent migration. Regardless of the possible root causes, we have notified the appropriate personnel of the event and continue to monitor for similar complaints.